Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer is (B)(6) years old and was getting lows after set changes. There was a fill cannula anomaly mentioned. No further information was provided. The caller did not mention how they treated the customer's lows. The caller did not mention any symptoms that the customer had. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.